Event description:
It was reported to philips that the system hung at 00:00, flexvision-2 pc identified as the root cause on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided the part number for flexvision-2 pc replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).